Event description:
The pt received an ipg on (B)(6) 2006. It was reported that she feels stimulation at the ipg site when she turns her scs system on and off. The pt recently had a lead added to her scs system, and the reported overstimulation began shortly thereafter. The pt is working closely with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.